Event description:
Catheter pl 8/97 for infusion of desferyl & blood transfusions via subclavian vein. White precipitate (not medicine) noted in line. The pt complained of chest pain & has spiked temperatures. The catheter is still in the pt.